Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the e-luminexx stent. During the procedure, the stent allegedly failed to be deployed. It was further reported that the vessel cut-down surgery was performed and another device was used to complete the procedure. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a provided photo show the t-luer detached from the slider which was already displaced indicating that the device was activated using the trigger. A physical sample was returned for evaluation; the t-luer adapter was found detached from the slider which made a successful deployment using the trigger impossible. The stent was still loaded in the delivery catheter and could be deployed during deployment test by retraction at normal deployment forces. There was no indication of a manufacturing deficiency. In this case, it was reported that a 7fr introducer was used with a 0.035" guidewire for access, the tracking vessel was not tortuous but with minimal calcification and the lesion was not pre-dilated. Based on the provided photos and the evaluation of the returned sample, the investigation is closed with confirmed result for detachment and failure to deploy with grip is considered a cascading event. A definite root cause of the reported incident cannot be identified. Labelling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the IFU states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit" and "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding procedural access, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to general directions, the IFU states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the e-luminexx stent. During the procedure, the stent allegedly failed to be deployed. Vessel cut-down surgery was performed and another device was used to complete the procedure.